Event description:
Invalid result(s). When the customer performed both tests correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, and nothing next to the t-line. The customer was able to send a picture of the test cassette.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4118005 were reviewed and no issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop retention samples from lot cov4118005 were tested and met the qc criteria. Thirteen retention samples were tested with positive control by following the finished product release procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. Based on the retention sample test results, the customer's complaint can't be confirmed. The following fields are updated: b4: "date of this report" - date of this follow-up report. G6: "type of report" - follow-up #1. H2: "if follow-up, what type?" - added "device evaluation" and "additional information". H3: retention lot was evaluated. H6: "adverse event problem" - event problem and evaluation codes are updated. H11: "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s): when the customer performed both tests correctly with 4 drops in the sample well. The test cassette showed nothing next to the ctrl- line, and nothing next to the t-line. The customer was able to send a picture of the test cassette.